Event description:
It was reported that this device exhibited a data error resulting in the episode counter to be inaccurate. There was also a battery depletion error recorded. Device data was sent to engineering for review. Data analysis confirmed the cause was due to a memory corruption. This device was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited a data error resulting in the episode counter to be inaccurate. There was also a battery depletion error recorded. Device data was sent to engineering for review. Data analysis confirmed the cause was due to a memory corruption. This device remains in service. No adverse patient effects were reported.